Event description:
It was reported that the customer's pump had an alarm. Troubleshooting was performed. The pump did not alarm. Instructed the customer to change the infusion set. During the call the customer was hospitalized for high bgs. After testing the device it was confirmed that the insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. Advised the two high bg rule to follow the no delivery protocol.